Event description:
It was reported that the patient presented for a pacemaker explant procedure due to elective replacement indication. During the procedure, it was noted that the right ventricular - rv lead exhibited high pacing impedance and was found to be fractured. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition after the procedure.